Event description:
It was reported that there was a poor or no flow, even filling the arctic sun device caused problems. Water circulation did not work. Per review of wo on 06mar2025, there was no patient involvement. Per follow up information received via mail on 07mar2025, device would be repaired in the hospital by crs or at crs depot. Per additional information updated from task on 09may2025, they have changed the circulation pump because the rate was more than 50 percentage and could hear some snoring noise out of it. After changing the problem of the filling was not better so they have decided to change the manifold too. After changing both the issues were solved. Faulty manifold related to original issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated. A quick check was performed, and the flow rate was zero. The manifold was replaced. A snoring noise was heard coming from the circulation pump. The circulation pump was replaced. The device passed all the applicable testing and is ready for use. Section e: initial reporter phone: (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.